Manufacturer narrative:
No button error alarm noted; however unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.